Event description:
It was reported that this was a bilateral venotomy closure of the right and left common femoral vein was attempted using two prostyle devices after an interventional electrophysiology ablation procedure with a 7f sheath on the right common femoral vein and 11f sheath on the left common femoral vein. Reportedly one of the prostyle devices had a cuff miss [suture-retrieval issue], and the other had a suture break during suture management. A new prostyle device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.